Manufacturer narrative:
(B)(4).

Event description:
It was reported that during conduction time test during device implant, heart rate on egm was not corresponding to as programmed. Physician tried several times but same issue persists and could not perform the test. Test parameters were changed and with the new parameters conduction time test was performed. Patient was stable.